Manufacturer narrative:
Product ID: 4196-88 lead, implanted: (B)(6) 2010.

Event description:
It was reported that the device delivered a shock for atrial fibrillation with rapid ventricular response. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.